Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer via a company representative regarding a patient who was receiving an unknown drug of an unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported via a consumer that the patient¿s pump ran empty on (B)(6) 2018. The pump was read, and the empty reservoir alarm had occurred. The event occurred during normal use. Regarding environmental/external/patient factors that may have led or contributed to the issue, no information was noted. Actions taken to resolve the issue was unknown. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The patient was without injury regarding their status at the time of the report. Other medications the patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history and weight was indicated as having been asked but was unavailable. On (B)(6) 2018, a healthcare provider (nurse) further reported that the pump was expected to be at 0 ml on (B)(6) 2018; however, a volume discrepancy was noted on (B)(6) 2018 and the patient was reporting symptoms. Regarding the volume discrepancy, the actual reservoir volume (arv) was 3.5 ml and the expected residual volume (erv) was 0 ml. The healthcare provider stated that he seen some volume discrepancies of 3.5 to 4 ml with the patient¿s current pump and even with the patient¿s prior pump. It was noted that they did not have a specific date when the discrepancies began, but there was a historical precedent. Performing a dye study, magnetic resonance imaging, CT scan, and/or x-ray was being considered. It was reviewed to check the pump logs, but it was noted that the patient did not hear any alarms up until the low/empty reservoir alarm. The patient was described as having been an active guy so positional kinking of the catheter or possible build up in the catheter could be impeding flow was being considered. The healthcare provider stated they will likely pursue catheter diagnostics. It was noted that the patient was feeling their pain was not well controlled. It was further indicated that the patient sought out medical care over the weekend since he thought his pump was empty and oral medications were given to the patient. It was reported that the pump was currently administering fentanyl with concentration 3000 mcg/ml at a dose rate of 1650 mcg/day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: event problem- the field has been corrected to indicate adverse event and product problem (previously product problem only). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Refer also to MFR report # 3004209178-2018-17461 regarding volume discrepancy with the patient¿s past/prior pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the volume discrepancy of 3.5 to 4 ml with the patient¿s current pump, the issue was indicated as having been noticed in (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The model and serial number of the clinician programmer used at the time of the event was provided. Regarding the cause of the empty pump alarm that occurred, it was clarified as having been a patient issue as the patient gave the wrong alarm date to the clinic. The refill was rescheduled after the alarm date. It was further reported that the cause of the past volume discrepancies of 3.5 to 4 ml as well as the volume discrepancy identified on (B)(6) 2018 that occurred with the patient¿s current pump was unknown / undetermined. Actions taken included having filled the pump and it was indicated that volume discrepancies may still be occurring, and they would check at the next refill. The empty pump was resolved. It was noted that if volume discrepancies continue they will check the catheter. The patient¿s device remained still in service / implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.